Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, cyst-ndr.

Event description:
Healthcare professional left side ¿moderate quantity of silicone heterogeneous content subcapsular in posterior aspect, suggestive signals of extracapsular rupture,¿ ¿associated with local pain,¿ and ¿simple sparse cysts." The event of "simple sparse cysts" is not device related. Device remains implanted.